Event description:
It was reported that the customer was experiencing a repeated cartridge alarm 20 issue for two weeks. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and confirmed that the new pump would have updated software. They provided instructions for putting the current pump into storage mode and arranged for its return. The customer acknowledged understanding the instructions and was informed about the steps to take once the replacement pump arrives. The shipping details were confirmed, and the replacement pump was sent without requiring a delivery signature.